Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to perform stat shocks (while implanted) and then experienced unexplained telemetry problems. The physician elected to explant the device. During the explant procedure a insulation defect was identified near the distal pin of the pace/sense portion of the transvenous defibrillation lead. A new device and pace/sense lead were implanted.